Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. Customer did not return product.

Event description:
Caller indicated the relion micro meter was giving high readings. Caller stating that the meter has been giving high readings in the 3-400's. Caller was told by doctor to take extra insulin if his readings go above 200mg/dl. Based on the doctors orders the caller has been taking more insulin then he should based on the meter readings. Customer stated that the meter read 370mg/dl and within 10 minutes he tested in the doctors office using the doctors meter and the results were 45mg/dl. He sated that he was feeling symptoms of hypo (shaky, tired). This happened with two micro meters. Controls not used. Replacing product.